Event description:
Patient is a 56 y/o female who was brought over from the clinic with a chief complaint of a fall. Patient fell on saturday after taking her prescribed robaxin for her muscular pain after her spinal cord stimulator placement on 6/27. She states she was trying to use the bathroom saturday night but was so dizzy from the medications she fell 5-6 times, one of which she hit her head on her wooden dresser. She is unsure whether she had loc with this but states she stayed on the floor for quite some time after the fall to gain her composure before attempting to get up. She stayed in bed all day sunday, and since she was still in pain today, she decided to come for evaluation. Additionally, she endorses a constant headache (relieved by nothing), nausea, occasional dizziness, muffled hearing in her right ear, nausea, and "hot and cold flashes", although denies fevers. Upon further questioning, she states she followed up in office with pain management where her stimulator was placed and they did not feel area around stimulator was infected, however put her on single strength bactrim for prophylactic treatment as she has had severe pain surrounding battery of implant. She only took two days of the bactrim in case it was contributing to the light-headedness and dizziness causing her falls. She states she had previously only been taking robaxin twice a day but on thursday they increased it to 4 times a day. She has not had any falls since discontinuing the robaxin. She denies any bladder/bowel dysfunction, decrease in sensation (different from baseline), decrease in motor function, numbness or tingling of extremities (different than baseline). She also denies confusion or memory impairment. Patient presents to the ed with complaints of headache, neck pain, and pain around spinal cord stimulator she had placed on (B)(6). She reports she had her robaxin increased from bid to qid, starting this friday and reports numerous falls friday-saturday, one resulting in hitting the back of her head on a wood dresser. She is unsure whether she had loss of consciousness but denies any memory impairment or confusion following this fall. She also reports increasing pain, redness, and swelling around battery from spinal cord stimulator placed almost 1 month ago. She reports hot and cold flashes and sweats but denies taking temperature. She has been taking ibuprofen for pain without relief. Associated nausea without vomiting. No loss of bowel or bladder function. Since falls has discontinued the robaxin and has not fallen since. On arrival, patient does have difficulty ambulating secondary to pain however does not appear in any acute distress. Vitals hemodynamically stable other than mild tachycardia at 118. On physical exam no acute neurodeficits appreciated from patient's baseline. She does have mild sensory deficit on the right-side secondary to an old stroke but says this is unchanged. No new focal motor or sensory deficits appreciated. There is mild erythema to central incision and lower back as well as significant erythema, warmth, significant tenderness surrounding battery implant for stimulator on the lower right side of back. There was evidence of some drainage on patient's shirt, however not actively draining upon my evaluation. -ed note from provider, (B)(6), pa-c.